Manufacturer narrative:
On 09/06/2016 a medtronic representative, following-up at the site, reported the tip of the thoracic probe twisted. The probe tip became twisted in the bone while navigating, however, no inaccuracy was noted because the tip was still in line with the probe trajectory. Return requested for suspect navlock thoracic probe. Medtronic investigation of returned suspect device confirms reported issue. The tip of the thoracic probe was bent. Physical damage - dented, nicked, scratched, bent. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the thoracic probe was damaged. They switched to the lumbar probe to continue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was minimal, less than one hour. There was no impact on patient outcome.